Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead exhibited high out of range impedance measurements. Threshold measurements also increased slightly. The patient does not require pacing in the rv and no lead revision was performed. The lead will continue to be monitored. No adverse patient effects were reported.